Event description:
Oil leaking from motor during anterior cervical procedure. No add'l info was known at the time of initial report. On follow up, it was reported that the motor initially would not rotate the tool. After kick starting, oil leaked out the front of the motor.